Event description:
Customer reportedly obtained results of 220mg/dl on advantage system 1 and 100mg/dl on advantage system 2 within 10 minutes. An additional comparison reports results of 203mg/dl on advantage system 1 and 109mg/dl on advantage system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1.